Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for five patient urine samples tested for albt2 tina-quant albumin gen.2 (malb) on a cobas 6000 c (501) module - c501. On (B)(6) -2018, the customer stated that they had a lot of trouble with their water supply. They had to run the analyzer via a bypass water supply, which used only one filter. Their main water system was broken down. On this day, the customer had a lot of problems with calibration of their bicarbonate test and also liquid level detection issues with another analyzer. Air bubbles were detected in some tubes. Quality controls tested for clinical chemistry tests were all okay on (B)(6) 2018. The first sample initially resulted with a malb value of 5.70 mg/dl. This value was reported outside of the laboratory to a doctor, who did not trust the result. The sample was repeated on (B)(6) 2018, resulting as < 0.3 mg/dl. The second sample initially resulted as 11.94 mg/dl on (B)(6) 2018 and this value was reported outside of the laboratory to a doctor, who did not trust the result. The sample was repeated on (B)(6) 2018, resulting as < 0.3 mg/dl. The third sample initially resulted as 11.82 mg/dl on (B)(6) 2018 and this value was reported outside of the laboratory to a doctor, who did not trust the result. The sample was repeated on (B)(6) 2018, resulting as < 0.3 mg/dl. The fourth sample initially resulted as 3.48 mg/dl on (B)(6) 2018 and this value was reported outside of the laboratory to a doctor, who did not trust the result. The sample was repeated on (B)(6) 2018, resulting as 0.39 mg/dl. Precision studies for malb were then performed on (B)(6) 2018 and these were bad. On (B)(6) 2018, the field service engineer changed a valve block behind the syringes. After this, he ran precision studies and these looked much better than precision studies performed on (B)(6) 2018. On (B)(6) 2018, a sixth sample initially resulted as 10.07 mg/dl. This sample was repeated twice, resulting as 0.6 mg/dl and 0.37 mg/dl. No erroneous results were reported outside of the laboratory for this sample. Precision studies were performed again on (B)(6) 2017 and these were again bad. No adverse events were alleged to have occurred with the patients. The malb reagent lot number was 322791. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
On (B)(6) 2018, the field service engineer replaced valves, cleaned the rotor, adjusted the cuvette cover, replaced the sample probe, and adjusted the probe. Quality controls were ok and precision was ok. The issue was solved after these actions. Upon review of the calibration data, there were frequent calibration failures. Upon review of control data, here were several out of range high control results.